Event description:
Customer reported on (B)(6) from the us that they were experiencing pain, blisters and itching when using elvie stride. The customer advised that they were seen by a healthcare professional who prescribed apno ointment, ibuprofen and a warm compress.

Manufacturer narrative:
Customer has been provided troubleshooting advise from customer care, including sizing information to enable the correct breastsheild to be used. Customer has advised that they would like to return the unit. It is not suspected that there is any fault with the unit but is more related to user incomparability. The customer care team have requested that the device is returned for analysis. The device has not been returned to date. Upon receipt of the item, if any additional information is found to support the investigation, a follow up report will be sent.